Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer reported insulin was squirting out during the manual prime process. The customer stated they did not wear the insulin pump during the prime process. It was also found the customer observed a gap between the piston and reservoir during troubleshooting. Customer also reported insulin continued to drip after the act button was released on the insulin pump. The customer's alarm history also showed a compromised force sensor system alarm occurring. Customer's drive support cap appeared to be normal. Customer's blood glucose was 132 mg/dl. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.